Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g3, g6, h2, h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it has been 4 years since the subject device was delivered. It is likely the front panel malfunctioned due to aging deterioration caused by long-term usage, which disabled the led control and made them blink. In addition, it is likely that the position sensor of the turret or the motor of the turret malfunctioned due to aging deterioration caused by long-term usage. The turret error was detected because the subject device failed to detect the position of the turret due to this malfunction, and this was why the front panel blinked. Olympus will continue to monitor field performance of this device.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The light source bulb was changed; however, the issue did not resolve. The customer declined initiating a service request to return device to olympus for inspection and repair as the customer was using a specific vendor. A request was made by the customer to cancel the service request. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported by the customer, during inspection by an olympus representative following hurricane ida and prior to placing the device back in service at her organization, the evis exera ii xenon light source displayed blinking lights on the front panel. Troubleshooting ensued; however, the device issue was not resolved. Customer plans to send the device to her organization's designated vendor for inspection and repair upon obtaining approval from her organization in the future. There was no patient/user injury or harm reported to olympus.